Manufacturer narrative:
The hill-rom technician found the hand pendant had a stuck head down button and needed to be replaced. It is necessary for the hill-rom 1000 bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Disconnect the patient pendant, and check the condition of the connector. Then reconnect or replace the pendant. Press each of the buttons for several seconds to check that they activate the correct function and that they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Make sure that: the pendant cable is not damaged. The pendant is not damaged. The membrane is not worn or torn. The pendant remains secured to the side rail. There are no missing or broken parts. Replace or repair the pendant as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the user performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head would self run down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).